Event description:
Allegedly, eprd reported 18 new complications for rimlock aclass revision (3 infections, 1 malalignment, 2 loosening, 1 other and 11 unknown). No further information was reported. This incident is capturing 3 infections.

Manufacturer narrative:
Mpo was made aware of revisions for infection from a german registry report (eprd). Specific information for each event is not available. Infection is a known risk of any surgical procedure. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.